Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacing threshold measurements for this right ventricular (rv) lead had increased significantly soon after implant in 2022, to greater than 2.5v @ 1.5ms. The pacemaker had reached a remaining longevity of less than one year due to the high threshold values, so the physician elected to surgically abandon the rv lead and replace the pacemaker. A new lead of the same model was implanted with a threshold measurement of 0.4v @ 0.4ms. The post-operative check showed normal device function and stable lead measurements, and the patient was discharged to home. No additional adverse patient effects were reported.